Event description:
It was reported that loss of atrial and ventricular capture was noted on a remote monitoring transmission. It was recommended the patient come to the clinic and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2009. (B)(4).